Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified distal circumflex artery. A 2.5 x 48 mm xience xpedition stent delivery system (sds) was advanced when there was resistance and the distal part of the shaft separated while still outside the anatomy. The device was easily removed. Another same size xience xpedition sds was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s.